Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The patient reported that she had open sores on her back. The patient's physician advised the patient to wear something under the device, although the patient was advised this may interfere with function of the device. The patient also received a cream from the hospital to use on the irritation, but it was not helping. The patient then applied a powder to the skin irritation. Follow-up indicated that the skin irritation was improving.